Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the replacement resolved the issue. Patient repeated the same information previously reported. However, also indicated the device became so hot they had to halt the charging, they could not stand the burning sensation. It got to the point that they stopped recharging. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that yes the replacement resolved the issue. Patient said they have had to recharge twice now. Patient was apprehensive initially because the other machine felt hot- it was searing. It got to the point where it was so painful they just stopped. On top of this the machine "dropped" and was often on top the pain pump and had to be manually moved to be able to access pain pump and also had sensations. Patient said felt like they were being shocked. Patient said "I don¿t know if it is possible for that to have happened" but the past 5 months they have had very unusual and overwhelming pain from where the stimulator landed. Whatever these "sensations" were they ceased as soon as the new stimulator was placed. Patient said they are very grateful for the new machine and grateful that they are able to again benefit from the machine verse being tormented by it with additional pain. Patient is very thankful for the new device and the manufacturer caring about their wellbeing. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient was having the battery pocket revised as the battery has moved to close to her pump and causing pain. Patient has not been able to charge because of the pain and the battery is over discharged. Rep unable to connect to the clinician programmer and recharger. Planning on revision the pocket today (april 13,2018) and implanting new battery. Surgical intervention occurred. Patient is alive with no injury. No further patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. Patient has not had follow up at this time and did not have one scheduled. Rep has reached out to the patient and has not heard back. The office attempted as well. No patient symptoms or complications were reported in this event.